Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed that the left ventricular (lv) lead was failing to capture. The patient was brought to the lab to see if the lv lead needed to be repositioned. Fluoroscopy revealed the lead was in superior vena cava when. The physician decided to remove the lv lead and to implant a new lead.

Manufacturer narrative:
Analysis was normal. No anomalies were found.